Event description:
It was reported that the insulin pump alarmed button error and buttons were unresponsive. Advised customer to discontinue using the insulin pump and revert to a back-up plan per health care provider. Customer's blood glucose was 4.4mmol/l. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had an unresponsive up arrow button due to moisture damage on keypad traces. No button error alarm noted. The insulin pump was unable to perform displacement test due to unresponsive button, cracked reservoir tube lip, minor scratches on lcd window and scratched case.